Manufacturer narrative:
Update: 3/7/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/13/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported groin/inner thigh/standing/weight bearing/start-up and general pain, swelling, clicking, popping, looseness, walking problems, pops in and out causing falls, consistent right leg infections, unable to walk long distances and back pain. Medical records reported femoral component in varus alignment, subluxation episodes self-reduced without dislocation, abductor lurch, and aspiration with dark reddish brown fluid. Lab results for metal ions were less than 7 parts per billion. Revision surgical report, dated (B)(6) 2016, noted about 1000ml of estimated blood loss without explanation of cause or product involvement, metallosis with altr, dark reactive tissue, dark brown fluid, acetabulum with large bone erosion defect repaired, large bone erosion defect in greater trochanter repaired and fracture of vastus ridge with repair of erosion that was repaired with plate and cerclage wires. Stem is being added for malposition. The complaint was updated on: jun 7, 2016.

Event description:
Litigation papers allege that the patient suffers from, but not limited to, pain, swelling, bursitis, lack of mobility, and/or metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.